Manufacturer narrative:
(B)(4). Date sent 11/14/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional event information: was surgery delayed due to the reported event? No. Action taken when event occurred? Replaced echelon contour with contour previous version. Was procedure successfully completed? Yes. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Additional information was requested, and the following was obtained: 1. Please provide more details for each device malfunction. 2. Did the device cut? - yes. 3. If the device cut/fired, was the cut line complete? - no. 4. Did the device staple? ¿ yes, but the staples were not properly formed. 5. If the device stapled/fired, was the staple line complete? - no. 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? - unformed. 7. Did the device close? - yes. 8. Did the device fire? - yes. 9. Did the device open? - yes. 10. Was the device difficult to close on the tissue? - no. 11. Was the device difficult to fire? - no. 12. Was the device difficult to open? - no. 13. On which firing did this occur? ¿ on the first one. 14. Did the tissue retaining pin lock into the correct position? ¿ yes, but it has looked like it did not pass through the rectum tissue completely. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the surgeon has tried to perform surgery with two firings, the stapler did not fire properly. He said that the pin could not hit the lower part of the stapler upon closing and that the stapler could not fire properly, so he has exchanged devices and, in the end, has used contour previous version which did perform the firing properly.

Manufacturer narrative:
(B)(4). Date sent: 12/23/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch #966c04. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload present. The reload was received with the washer partially cut and some staples embedded on the washer. The knife was recessed below the reload deck and the drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 966c04, and no non-conformances related to the reported complaint condition were identified.